Event description:
The pt has two leads from the same lot number. It was reported the pt's physician would like to replace the pt's percutaneous leads with a paddle lead in order to obtain stimulation coverage in the pt's back. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.